Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. Investigation development: the investigation is based in the manufacturing process of aligners, retainers, templates. DHR evaluation: we reviewed the DHR for this so-sr04259088 / patient ID# i6i8 / practice ID# 09460, qty. 44 items assy-500011 (aligners), 2 items assy-500010 (templates), were packaged by of third shift by bag and box operation on april 11, 2024, manufacturing cell 3, equipment bag-12. The sales order was inspected and met with the acceptance criteria provided by qa. Conclusion: after reviewing the records generated during the manufacturing process (DHR), we found no failure in the manufacturing process.  Digital file is designed correctly except for trim line on the pontic area where the missing tooth is. Because the trim line was slightly higher  from the gum base it is creating a lingual cut causing tongue discomfort, dl proceed with the design because manufacturing are able or suppose to edit trim line on these areas. There seems to be an issue with the trim line following the pontic. Unfortunately, our digital software doesn't show the final trim line or the automatic blockout, so we added the pontic hoping it would match the final trim for a clean look. However, it appears that's not the case. This is a limitation with the software that needs to be addressed. Failure mode: sharp edges root cause: no defect - no defect during manufacturing process conclusion code: product failure - manufacturing.

Event description:
In this event it is reported that a patient using nontemplate aligner arch experienced cutting by the aligners on the patient's tongue. Aligners are being sent back for investigation.